Event description:
It was reported that the doctor inserted and removed the abbott medical optics (amo) lens on (B)(6), 2012. It was reported that the doctor noted that the patient had a small pupil and noticed a small tear in the posterior capsule. A vitrectomy was then performed. The amo iol was placed but was not stable due to the patient's anatomy. The lens was then removed with an incision enlargement and an anterior chamber lens was placed with no issues. No patient injury was reported.

Manufacturer narrative:
(B)(4). The intraocular (iol) lens was returned to our quality assurance laboratory for a visual inspection. Inspection revealed that the lens had one (1) distorted haptic and appeared to have evidence of viscoelastic. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been provided. Placeholder.